Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd pegasus bl 22gax1.00in qsyte-capy nonpvc had foreign material. The following information was provided by the initial reporter: "in gynecology, the septum of q-syte was found to be yellow when the package was opened".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 14-mar-2022. H6: investigation summary: a device history review was conducted for lot number 9197375. Our records show that this is the only instance of discoloration occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was submitted to aid in our investigation. Our engineers have noted that the septum of the qsyte component has experienced yellowing. Yellowing most often occurs as a result of environmental exposure to high heat or oxidizing agents. This typically occurs during transportation and storage. After a review of the manufacturing and storage logs, our engineers were unable to identify any abnormalities or fluctuations in the storage environment that could account for the aging of the septum. Based on the available information our engineers were unable to associate the root cause for this event with the manufacturing process.

Event description:
It was reported bd pegasus bl 22gax1.00in qsyte-capy nonpvc had foreign material. The following information was provided by the initial reporter: "in gynecology, the septum of q-syte was found to be yellow when the package was opened."